Event description:
The event involved a chemolock¿ vial spike, 20mm which was being used during trial at the hospital and it was reported to have leaked 5fu chemotherapy medication. The customer reported that the device leaked out of the balloon. The reporter stated that there was 18ml in the vial on monday 13th june but on thursday 16th june, there was less than a milliliter as it had leaked onto tray. All drug was lost and also stored drugs in tray; a new vial had to be made up. There was no hole, cut, tears or any defect noted. It was reported that there was an unprotected chemo exposure. The chemo spill was cleaned up per facility protocol; a spill kit was not used. The device was not used on a patient. There was no harm reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Manufacturer narrative:
Five used chemolock¿ vial spike, 20mm were returned for evaluation. As received, the balloon was separated from the enterprise filter base of vial spike sample 2. The adhesive tape was fully adhered to the filter base. Foil delamination of the balloon observed. The foil was adhered to the tape. A 20 ml syringe filled with water connected to a chemolock injector (from ICU medical inventory) was connected to each sample for functional testing. Each sample was functionally tested and observations were as follows: sample 1 ¿ no leakage observed. Sample 2 - balloon was separated and adhesive tape was adhered to the enterprise filter base. Foil delamination of the balloon observed. The foil was adhered to the tape. No leakage occurred during testing. Sample 3 ¿ leaked from an axial crack along the knit line at the filter/vial adapter bond. Sample 4 ¿ no leakage observed. Sample 5 ¿ no leakage observed. The balloons of samples 1, 4, 5 were fully inflated with air and then submerged in a bath of water to look for any evidence of leakage. None was observed. No balloon detachment occurred. The reported complaint can be confirmed on one sample returned. The probable cause of the crack and subsequent leakage is due to hoop stresses induced during manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - device was received 7/7/22.